Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed to stay closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to close. A field service engineer (fse) reported that the drawer appeared not to be closed even though it was. The drawer was removed, and it was found that the magnet was missing from the latch assembly. The latch assembly was replaced, and the customer was able to locate the medications for the patients. The system functioned as intended after the field service engineer repaired the device.